Event description:
Inn december, 2006, the lay user/reporter (patient's daughter) contacted lifescan alleging a "clean test area" (cta) error message with the patient's one touch basic meter. The reporter did not specify when the cta error message started and for how long the patient was unable to test on the meter. The customer care advocate discovered that the meter was incorrectly cleaned with alcohol, which can damage the meter's optics. The day before, the patient was taken to the hospital by emergency services and was admitted to the hospital's intensive care unit (ICU). The reporter stated that he was having high blood glucose symptoms with symptoms of confusion and delirium. He obtained a blood glucose result of "over 600 mg/dl" on an unknown device and was treated with insulin, IV fluids, and other unknown treatment at the hospital. He was released from the hospital next day. The reporter stated that the patient was not testing his blood glucose regularly prior to being admitted to the hospital and had been advised to test 4 times a day. It would be helpful to obtain the following: when the cta error started, how long the patient was unable to test on his meter, and the patient's diabetes medication regimen. It would also be helpful to obtain information regarding the events leading to the hospitalization, such as his meals, medications, and attempted meter tests. Based on the provided information, this complaint is being reported because for an unspecified time period, the patient was unable to test on his meter due to a cta error message. Eventually, the patient was hospitalized for hyperglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.